Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cuff could not go through the tunnel and was stuck in the wrong place. The catheter was not repaired. There was no leak, no luer adapter issue and no tego utilized. No one mentioned that the catheter had visible defect. No other defects/damages found on the product. The catheter did not separate into several pieces. The insertion site was treated prior to product placement as normal procedure. All the kit were utilized with the device. Nothing unusual observed with the device. The patient was treated under local anesthesia. No flushing done prior to insertion. No other intervention/treatment required as a result of the event. No x-ray machine or other procedures used/performed. There was no blood loss. The physician opened another brand on the same day to finish the surgery. The procedure was completed. There was no patient injury.